Event description:
Caller reported a cgm error code 42. There was no adverse impact to the customer's blood glucose level. Tandem technical support sent the caller an email with complete pump reset information, advising a reset at the caller¿s convenience and to follow up if issues persist.